Event description:
It was reported that during unpackaging, a piece of "fuzz" was noted at the rx port of the 2.5 x 8 mm voyager nc dilatation catheter. The device was not used. A new same device was used to complete dilatation. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the analysis revealed a large ball of blue and white fibers on the proximal end of the stylet inside the guide wire exit notch, confirming the reported incident. A chemical analysis of the fibers was performed and revealed that the fibers were similar to representative types of cellulose material. Possible introduction of cellulose fibers may be due to factors including, but not limited to, different types of cleaning paper or wipes, lens cleaner wipes, gauze or cotton balls, all of which can be present in both manufacturing and at the account. However, none of these materials used during the manufacturing process contain blue fibers, which suggests that the foreign material may have been introduced at the account. It is likely that the device was wiped down during preparation for use, such that material got stuck on the tip stylet and also caused the guide wire exit notch to tear as a result. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.